Event description:
The customer called and reported the insulin pump ran out of insulin, and when she went to reset everything and check for drops, the pump pushed out all the insulin, with which she had filled it. At time of this report, customer's blood glucose was over 200 mg/dl and she was off of the insulin pump. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.